Event description:
It was reported by the patient that an infection had occurred and that the patient had been hospitalized for treatment several times. The status of the device is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Attempts to obtain additional information have been unsuccessful.